Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-oct-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (1 mg/ml at 0.0583 mg/day) and bupivacaine (5 mg/ml at 0.2913 mg/day) via an implanted pump. It was reported that the patient presented for a pump replacement procedure due to normal eri (elective replacement indicator). The old pump still had around 16 ml¿s left, but the physician elected to fill the new pump with new drug. The new pump was filled with 20 ml of the same drug concentration, which was 1.0 mg/ml of hydromorphone and 5.0 mg/ml of bupivacaine. Upon placing the new pump, the physician was unable to aspirate from the cap (catheter access port). The physician requested the patient¿s current 24 hour dose from the old pump which was 0.0583 mg/day or 58.3 mcg/day of hydromorphone, and this information was verbalized to the physician. The physician, suspecting a catheter occlusion, elected to push through the current medication in the catheter using saline. He was told that this would be 0.168 mg or 168 mcg of hydromorphone. After pushing through the occlusion, he was able to aspirate successfully. Upon reviewing the programmed settings, the ph ysician claimed that the reporter had told him that the patient¿s normal dose was 0.583 mg/day, or 583 mcg/day, and not 0.0583 mg/day or 58.3 mcg/day, so the patient was given a bolus dose of 0.168 mg or 168 mcg of hydromorphone as he pushed through the occlusion in the catheter, which was larger than the patient¿s normal daily dose. The reporter assured him that they accurately informed him that the patient¿s current dose was 0.0583 mg/day and that they had been reading this information off of the tablet which had been used to interrogate the patient¿s old pump. It was noted that the reporter had also been writing all of this information down on a card that the physician requested. The physician elected to keep the patient for two hours under observation afterwards, because the patient had received a bolus dose larger than their daily 24 hour dose. The patient was then kept in observation and monitored for two hours following the procedure before being discharged home. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿none¿ other than a misunderstanding as the pump settings from the old pump were read off of the tablet. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.